Event description:
On (B)(6) 2012, the reporter, the patient's husband, contacted animas to report that on an unspecified date in (B)(6) 2012, the patient obtained elevated blood glucose readings ranging from 400 mg/dl to 500 mg/dl and she was admitted to the hospital. The reporter was unable to provide any further information at that time about the patient's condition, symptoms or treatment. The reporter noted the patient's infusion sites had scar tissue and were lumpy and hard. The reporter also noted the patient had occasional bent cannulas with the infusion sets. No pump troubleshooting could be done at the time of the initial call to customer support. The technical support representative contacted the patient/reporter to obtain and verify information and to troubleshoot the pump; however was unable to reach him by telephone. The patient's technique was incorrect by using an infusion site with scar tissue. However, as the patient allegedly was hospitalized with blood glucose levels suggesting severe hyperglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 -device evaluation: the pump has been returned and evaluated by product analysis on (b)(4 2013 with the following findings: a review of the pump history indicated multiple occlusion alarms had occurred. The pump history shows that the total daily dose did not reach the patient's programmed daily totals on (B)(6) 2012 due to a suspend alarm which went unacknowledged for six hours. The unacknowledged alarm resulted in interruption of basal delivery. The pump powered on successfully but the keypad buttons were initially unresponsive. The keypad issue was corrected so that testing could be completed. The pump was exercised for 24 hours with no alarms occurring. Flow accuracy testing was performed and the pump was found to be delivering within specifications. The complaint could not be duplicated on investigation.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Date of event: not provided.